Event description:
It was reported that the left ventricular (lv) lead had no capture. It wa found that the placement of the right ventricular (rv) lead was inhibiting the capture. The rv lead was repositioned and both the rv and the lv lead remain in use. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 7279 implantable cardioverter defibrillator (ICD) (B)(6) 2005; 6947 implantable tachy lead (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary #analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.